Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b implantable pulse generator, (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was experiencing some pacing inhibition due to oversensing on the right ventricular (rv) lead. The lead was also noted to have low impedance which appears to have been a chronic issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.